Event description:
The customer reported that while in use, the qube bedside monitor would randomly shut down. There was no patient or user harm associated with this event.

Manufacturer narrative:
The customer stated they would ship the device in for evalaution and repair. At this time, the device has not yet been received. A follow up report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The device was evaluated by a spacelabs healthcare equipment service technician and th reported problem was verified. The technician stated the unit had a faulty cpu pcba. The faulty board was replaced and the device passed all final functional testing before being returned to the customer. The cause of the reported failure was identied to be a faulty cpu pcba. Correction note: intial MDR was missing date returned to manufacturer in d9.